Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's downstream occlusion seal had detached. The event occurred during testing.

Manufacturer narrative:
G2 - report source: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) seal had detached¿ was confirmed by visual and functional testing, the dso seal is detached. Further investigation found the battery compartment is chipped off, upstream occlusion (uso) seal is buckling and motor exceeded rotation limit. Replaced battery compartment, uso seal, motor and dso seal. Performed uso/dso calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.